Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left-side. Device remains implanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported "rupture". This record is for the left-side. Device has been explanted.

Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed, broken device assessed as surgical impact opening (shell thickness within specification). Additional observations: ¿ stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/02/2024.

Event description:
Healthcare professional reported "rupture". This record is for the left-side. Device has been explanted.